Event description:
It was reported that during a lung resection procedure, after firing the device, some staples were malformed. Used another like device to finish the case. Unexpected transfusion of 400 ml. Extended or time an hour.